Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380. E1: (B)(6).

Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and treated it with insulin administration. The blood glucose was high for three to four hours.